Event description:
It was reported the stimulation turns off by itself and the pt has to turn it on and then back up. This happens 2-3 times per day. The symptoms began following replacement (about 5 months ago). No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).